Event description:
It was reported that the coil broke as it was being removed from the patient due resistance encountered during the removal of the device. There was no reported clinical consequence to the patient and no other information has been provided.

Event description:
It was reported that the coil broke as it was being removed from the patient due resistance encountered during the removal of the device. There was no reported clinical consequence to the patient and no other information has been provided.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. It was reported that the coil broke after resistance was encountered at the hub of the microcatheter during withdrawal of the device. No further information was provided and the device was not available for analysis so a definitive cause for the reported event could not be determined. Based on the information available it is most likely that operational context was the cause of the reported event.